Event description:
It was reported the power cord plug was severed due to the cord being run over and torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Distributor evaluated product and performed repair.